Event description:
The user facility reported that during an unspecified procedure the video screen went black. There was no pt injury reported. No further info provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, and was provided limited info regarding the report, but with no result. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's experience of image difficulty. The device was tested for an hour and the image was intermittently turning black when the control knobs were manipulated. There was evidence of fluid invasion and corrosion found inside the scope connector unit, which likely caused the image difficulty. The device passed the air/water leak test. The exact cause of the fluid invasion could not be determined. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in abundance of caution.